Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to infection. Age at primary: (B)(6); side: l; primary asa: p2-mild disease not incapacitating ; revision njr index no:(B)(4); sex: f; primary bmi: 0.

Manufacturer narrative:
After the initial report it was determined that this product was reported in error. Please void the initial and follow up reports.